Event description:
The customer contact initially reported an unspecified device problem. This does not indicate a reportable malfunction. However during verification testing it was noted that the proximal and distal tubing was separated from the arm and the leg of the integral clave. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
One opened device from list #20668 lot: 442624w was received and evaluated. Visual inspection of the device revealed that the arm and the leg of the integral clave of the 6" tail was separated from the proximal and distal tubing. The device was examined under ultra violet light and found that an appropriate amount of solvent sealer was found in the joints between the integral clave of the 6" tail and the proximal and distal tubing. In addition, there is a solvent line to the appropriate height inside of the clave indicating that the tubing was inserted completely. A device history record review was performed and no discrepancies that may have contributed to a complaint of this nature were found. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final, visual and physical evaluation result indicated that the product met the specification requirement. Two possible causes have been identified: delay in assembly completion causing the solvent not bond correctly and solvent evaporation caused by undermined storage conditions. Hospira has opened a formal investigation to address this issue. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.